Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed battery test after the battery was taken out. The customer's blood glucose was 154 mg/dl. The customer is new to the insulin pump. The caller needed information about the proper installation of the battery. Nothing further was reported.